Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.